Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was foreign material in the instrument channel tube about 30 cm away from the tube port. Additionally, it was noted that the number one switch was not functioning properly. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the tubing on his olympus uretero-reno videoscope was noted clogged during a reprocessing cycle. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material could not be identified, and therefore no further cause could be presumed. The user can appropriately detect the suggested event by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscopic system". Olympus will continue to monitor field performance for this device.